Event description:
It was reported that the ac power adapter for the exalt model b monitor was generating smoke and smelled of burnt plastic on (B)(6) 2024. Boston scientific has been unable to obtain additional information, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0203 is being used to capture the reportable event of the exalt model b monitor ac power adapter generating smoke.

Manufacturer narrative:
Block h6: device code a0203 is being used to capture the reportable event of the exalt model b monitor ac power adapter generating smoke. Block h11: the returned ac power adapter for the exalt model b monitor was analyzed. Visual inspection showed surface scrapes and scuffs from normal field use over time. The output connector/op cord show strong right-angle memory in the cable bend but appears intact. A white residue was observed in at the unput end surrounding the ac inlet. A slight burnt plastic smell was present. When plugged in, the unit has no output, and the led does not light. A burn mark is seen at the tip of the neutral blades on the iec c14 connector. Upon removal of the circuit assembly from the housing, it is apparent that liquid ingress occurred. The liquid entered from around the iec input connector. Liquid flow is seen on the black housing and onto points on the circuit board. This liquid caused shorts on the board as evidenced by rust and burn marks. With all the available information, boston scientific concludes that the reported event was confirmed. The device analysis presented evidence of fluid ingress, which caused the reported issue. Since the instructions for use (IFU) includes clear instructions to avoid fluid damage, "unintended use error caused or contributed to event" was selected for this case, which means the interaction between the user and device caused or contributed to the error.

Event description:
It was reported that the ac power adapter for the exalt model b monitor was generating smoke and smelled of burnt plastic on (B)(6) 2024. Boston scientific has been unable to obtain additional information, despite good faith efforts.